Event description:
It was reported to tyco healthcare/kendall on 3/15/07 that a customer had a problem with a dialysis catheter. The customer states, the catheter was not giving adequate flows in either direction. The catheter was removed and replaced.

Manufacturer narrative:
Additional information received from facility stating adequate flows are fererred to as minimum 300 ml/min. They report their usual flows before using this device was approximately 320-330 ml/min. An investigation is currently underway, upon its completion, a follow-up report will be submitted.